Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the vessel sealer extend instrument wasn't recognized. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Functional testing of the vessel sealer extend instrument detected a failure of the instrument during initialization. Further testing on an in-house system found that the instrument failed self-test homing. The functional test failures were due to a dislodged blade. The blade was retracted and replaced on the in-house system and still failed self test homing. The instrument passed the knife slot test. Visual inspection showed that the blade was exposed outside of the blade garage 0.093". There was no conductor wire damage or snake wrist damage was found. There was significant bio-debris found at the instrument tip. A review of the log showed no "blade exposed" failures. The instrument was found to have a bent knife cable. The root cause was attributed to mishandling/misuse. Additional observations not reported by the site but related to the reported event were identified. The instrument was found to have a dislodged ceramic dot at the distal end. The ceramic dot was not returned with the instrument. This failure has been attributed to mishandling/misuse. A review of the site's complaint history does not reveal any related complaints involving this product and/or this event. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system errors: 22026 (vessel sealer failed during homing on pctp). A review of the instrument log for the vessel sealer extend (part # 480422-01/lot # l91210728-0036) associated with this event has been performed. Per logs, the instrument was used on (B)(6) 2021 on system sk4121. This is a single use instrument. This complaint is reportable due to the following: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.